Event description:
It was reported that the customer went to the hospital with a low blood glucose level of 21 mg/dl, cause was unknown. The customer received intravenous fluids of d50 and saline, which resolved the issue. No permanent damage was identified by healthcare professionals, and the customer was released from the hospital two days later. Recommendation was made to consult with a healthcare provider regarding diabetes management.